Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be missing. Functional testing was able to duplicate the reported problem. The device was found to deliver out of specification. The root cause was unable to be established. The expulsor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device 'delivery rate too fast'. There was patient involvement and unknown adverse patient health effects.